Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing haptic edge. The lens is advanced to the fill-line. The trailing haptic is folded looped across the front of the plunger. The leading haptic is extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The lens was evaluated and a scratch was observed on the posterior surface, which may indicate a plunger underride. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported issue could not be determined. The plunger was at the trailing optic edge. It may have been retracted. Lens damage was observed that may indicate a plunger underride occurred. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when an intraocular lens (iol) was being progressed in the cartridge, it became stuck and the plunger scratched the lens. There was no patient contact. Another lens was implanted instead. Additional information was requested.